Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board was replaced to address the issue. In addition of the above evaluation, confirmed by an operational check that the up, down buttons did not react even when pressed hard. Therefore, the front panel/keypad led pca was replaced. The following parts were replaced to prevent failure: trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold, which were not related to the malfunction/issue.